Event description:
Three burn cases have been detected after MRI scans were taken while using the stereotactic system, model g. Target calculations were based on 3d-t1 weighted MRI. The t2 weighted dataset has also been used.

Manufacturer narrative:
Investigation is ongoing. Remedial intervention and patient condition cannot be determined with the info provided by the user facility. More info will be provided upon conclusion of the investigation.